Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "rupture/deflation" and "leaking".

Event description:
Healthcare professional reported, via device tracking. Left side "rupture/deflation" and "leaking". The device was explanted, replaced and will not be returned. "Hole, non-specific" was observed, during explant surgery.